Event description:
Healthcare professional reported right side capsular contracture baker grade IV, peri-implant liquid and discrete radial folds. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture, crease/folding of implant and seroma-late was requested on (B)(6) 2023, it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Crease/folding of implant: observed. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observe.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, peri-implant liquid and discrete radial folds. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and seroma.